Event description:
The hcp reported there was an MRI done and the pump was not checked post MRI scan. The pump could not be ¿reset¿, so it was ¿non operational¿. The hcp did not have any further information regarding the event at the time of the report. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).